Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgery in the lumbar region of his spine from vertebrae l3 to l4 using rhbmp-2/acs on (B)(6) 2009. The patient post-operative period was marked by increasing severe pain accompanied by radiating pain to the leg and decreased sensation. In addition to these excruciating nerve injuries. The patient contended with cauda equine syndrome along with bladder and bowel incontinence. The patient developed erectile dysfunction and extremely painful retrograde ejaculation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per the operative notes, ¿the appropriate size cage mixed with local autogenous bone graft from the corpectomy, along with putty was then placed inside the cage and it was tamped into place under ap and lateral fluoroscopic guided image. The cage was tamped into place under fluoroscopic guided image.¿ no intra-operative complications were reported.